Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay and the elecsys hiv combi pt assay performed within specifications. Differences in cut-off index (coi) values between the two assays were attributed to the use of different raw materials and components in the reagents. Both assays provide qualitative results, and no concentration is associated with the coi values. The root cause of the reported discrepancies was identified as a sample-specific discrepancy. The customer was advised to follow the instructions and to perform confirmatory testing, such as pcr or western blot, for repeatedly reactive patient samples. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepancies in cut-off index (coi) values for a single patient sample when comparing results obtained using the elecsys hiv duo assay and the elecsys hiv combi pt assay. Both assays produced a reactive interpretation. On (B)(6) 2024, the patient sample was tested using the elecsys hiv duo assay on a cobas e 801 analytical unit, yielding a result of 40 coi (reactive). The same sample was tested using the elecsys hiv combi pt assay on an e602 analyzer, yielding a result of 1.3 coi (reactive). On (B)(6) 2024, a second sample from the same patient was tested using the elecsys hiv duo assay, yielding results of 38 coi (reactive) and 1.2 coi (reactive) in separate runs. No confirmatory testing, such as polymerase chain reaction (pcr) or western blot, was performed. The patient is not known to be hiv positive.